Manufacturer narrative:
The device was returned for evaluation. The braid was still attached to the pushwire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was found fully opened with moderately frayed. The middle section and proximal end of the braid were found fully opened with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding and the event descriptions, the report of failure at the middle section could not be confirmed, as the middle section of the braid was found fully opened with no damage. It is likely that the severe vessel tortuosity and vessel calcification may have contributed to the failure to open issue. The customer reported that the device was intended to be placed at a bend. However, it is not recommended to initiate deployment of the device on a bend. The distal end of the braid was found fully opened with moderately frayed. The damage to the braid on the distal end of the device is possibly the result to resheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may res ult in damage to the micro catheter, or the vessel. The system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been received. The cause of the clinical observation could not be conclusively determined or confirm. Should the device received for evaluation, additional information will be provided in a supplemental report. Related mdrs for this event: 2029214-2017-01244 2029214-2017-01245.

Event description:
Medtronic received information that a pipeline flex device failed to open at the middle segment during a flow diversion procedure. The device was used for treatment of a patient who had a small right internal carotid artery (ica) saccular aneurysm. This was second device that was used in the procedure. The device was removed from the patient and the procedure was aborted. No patient complications reported. The physicians attributed the pipeline flex failure to fully open to the tortuosity and clarification of the vessel.